Event description:
It was reported that 1 of the wires of the basket of this stone retrieval device detached in the pt during a therapeutic stone retrieval procedure. No pt complications resulted from this event. The entire device was retrieved. Another device was used to complete the procedure. No add'l info forthcoming.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine if the device met specs. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the cause for this event. Our direction for use state: "caution: if resistance is encountered during advancement or withdrawal for the device, do not exert excessive force."